Event description:
During device check, zoll taiwan sales representative reported that the thermogard ivtm system (s# (B)(4) displayed mid:16 (software related) error message. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of the thermogard ivtm system (s# (B)(6) displayed tcmid:01 (tcm_pump_failed) error message was not confirmed during functional testing and during the archive data review. The reported tcmid:01 error was not replicated, and the thermogard ivtm system functioned as intended during testing at zoll visual inspection of the thermogard console was performed, and no apparent physical damage was observed. The console's event log data review revealed a mid:16 (software related) error message around the customer's reported event date, unrelated to the reported complaint. Zoll service personnel concluded that the mid:16 error was due to the patient log memory was full, and was deleted to remedy the issue. During preliminary functional test, the thermogard xp ivtm system passed without any fault or error, the reported mid:01 was not replicated. Following service, the thermogard xp ivtm system passed all testing criteria.